Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was missing the dual port (end cap or anything to attach the syringe to). The IV was clampe shut and removed with the catheter intact. Found during use. No report of serious injury or medical intervention noted.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, although the samples were not returned, your reported issue was confirmed from the testing bd conducted in their laboratory environment. There is physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Corrective actions have been initiated to investigate this type incident and identity the root cause. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the defect described in the product incident report is due to parts that are not properly seated in the pockets as the packages are sealed. The leakage was caused by damaged tubing. The tubing was damaged as the packages were singulated. The part was in the seal area during the singulation. The cause of the part being in the seal area during the packaging process is indeterminate.

Event description:
It was reported that the bd nexiva closed IV catheter system was missing the dual port (end cap or anything to attach the syringe to). The IV was clampe shut and removed with the catheter intact. Found during use. No report of serious injury or medical intervention noted.